Manufacturer narrative:
Based on the ico available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545.

Event description:
It was reported that the patient faced insulin flow blocked event with the infusion set on (B)(6) 2026, the blockage is likely at the site